Event description:
Information received from the field does not address the patient's clinical status but notes far r-wave oversensing on the atrial channel and lead fracture. The lead appeared to be dislodged into the ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received